Manufacturer narrative:
Given the intermittent nature of the problem and varying levels of user competence, it was possible the error would not be noticed. The severity is rated based on the basis that the target volume could be at least 7cms from the intended treatment volume and could result in a high dose to a sensitive part of the body. Additionally, we could not rule out the possibility this might occur more than once on any one pt. In cases where the magnitude of the pt set up error is very large the operator would be expected to take action to check further prior to treatment delivery.

Event description:
The image centre was displayed incorrectly on both an aborted planar image and a motion view image. The s20 collimator and small field of view panel position were used to acquire these images.